Event description:
Information received from the field notes bipolar lead impedance >1990 ohms and loss of capture. Although normal pacing and lead impedance were observed after the device was programmed to unipolar, the patient still reported spells of syncope. It was noted that the patient was not compliant with follow-up and has history of substance abuse. The physician will continue monitoring the device.